Event description:
It was reported, that the patient's right atrial (ra) lead exhibited loss of capture and failure to sense. The ra lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.